Manufacturer narrative:
Cs100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) battery dying while walking during use. There was no patient harm or injury.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). Updated fields: b4,d9,e1(initial reporter, event site address, event site telephone),e3,g3, g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) arrived onsite let the unit charge to full to start the battery run test. During test unit was pumping at 120 bpm. Unit performed at 135 minutes without failure. Unable to reproduce the issue the customer experienced. Performed system checkout. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.